Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock lead impedances. This lead was connected to a non-bsc device. The device was changed out to a bsc implantable cardioverter defibrillator (ICD), and a defibrillation threshold (dft) test was performed to test the impedance. The measurements were still high out of range, but after 5 minutes the measurements stabilized and were within normal limits. This rv lead remains in service. No additional adverse patient effects were reported.